Manufacturer narrative:
Additional information: device manufacture date: december 1995. (B)(4). No failure detected, device operated within specification. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The system and its components met all specifications prior to being released. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Concomitant medical products: femto laser, sn unknown; patient interface, lot number: unknown. The field service specialist (fss) visited customer site to inspect the unit. Fss could not adjust the joystick. Fss replaced the joystick and verified proper operation of the device. The laser was found operating within specifications. Device manufacture date: unknown. All pertinent information available to the manufacturer has been submitted.

Event description:
The customer reported unintended chair movement (chair creeping) toward the right eye (od) from the chair attached to excimer laser/visx system and as a result a suction break while laser was operating occurred. The account reported that they verified the chair movement by watching the chair over a period of time and that it moved. There was no patient treatments delayed or cancelled. This MDR report pertains to bed creeping event on the excimer laser system. A separate MDR report will be submitted for the suction loss event with the intralase patient interface.